Manufacturer narrative:
A ge svc rep performed an onsite investigation. Sys software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.